Manufacturer narrative:
The investigation determined that a higher than expected vitros amon result was obtained from a single non-vitros biorad qc fluid using vitros amon slides tested on a vitros 5,1 fs chemistry system. The assignable cause of the event is most likely an instrument event related to microslide incubator contamination. Results of precision testing demonstrated the vitros 5,1fs system was not operating as expected. Acceptable performance was obtained after ocd field service actions were performed.

Event description:
The customer complained that a higher than expected vitros amon result was obtained from a single non-vitros biorad qc fluid using vitros amon slides tested on a vitros 5,1 fs chemistry system. Non-vitros biorad qc result: 100.0 ¿mol/l vs expected 80.0 ¿mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient results were in question over the time frame of the event; however, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).